Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker was in backup mode. The pacemaker was successfully restored. There were no patient consequences.